Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The contribution of the device to the event as reported could not be determined as the device was not returned for evaluation. Lot number was not provided so device history record review cannot be performed. This type of event is typically caused by excessive driver force applied over the guide pin, driver tip hitting a flex point of the guide pin, prying/leveraging on the guide during use and/or re-using a guide pin from the single-use disposable kit that has been bent from prior use. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that after the acl surgery, during the control x-ray, the surgeon found a fragment of the pin. He did a second surgery the same day to remove it. No more information has been made available by the customer.